Event description:
During the implant procedure the physician noted oversensing when "tapping on the header." The physician was uncomfortable using the device and opted not to use it. It was reported that there was noise noted when pressure is applied at device/header block. The device was removed and replaced. No patient complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, grommet damaged was noted on the visual inspection.